Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor system. Motor passed motor test. Pump received with cracked case at display window corner, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer reported being prompted to rewind the insulin pump and having to reset the insulin pump. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.